Manufacturer narrative:
Update to b5. Correction to h6: device code and type of investigation. The investigation is still ongoing.

Event description:
The device was returned for examination, and a preliminary inspection revealed that the balloon had burst radially at the proximal balloon shoulder. Additionally, the balloon material was missing from the distal balloon section and the nose tip.

Event description:
As reported by our edwards affiliates in switzerland, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra valve via transfemoral approach, the balloon burst during valve deployment. Although the valve was correctly implanted, the delivery system could not be safely removed, necessitating a surgical cutdown. Fortunately, the patient did not suffer any injury.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to d9, h2, and h3. Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The visual examination of the returned device found the balloon had burst radially at the proximal balloon shoulder. Additionally, the balloon material was missing from the distal balloon section and the nose tip. Dimensional and functional testing were unable to be performed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Moreover, no deficiencies were reported when unpacking the device. As reported, "during valve deployment the balloon burst. The valve was correctly implanted, but the delivery system could not be safely removed, and a surgical cutdown was required." Evaluation of the returned device confirmed that the balloon had radially burst at the proximal inflation balloon shoulder. The balloon rupture may have resulted from multiple contributing factors, including a calcified annulus or leaflets, additional inflation volume, or interactions with a pre-existing valve. Although specific procedural details such as the degree of native valve calcification were not provided, it is possible that the balloon interacted with calcified structures during inflation, leading to the rupture. While balloons are designed and tested to withstand pressures at or above the rated burst pressure, calcified nodules can compromise the balloon wall through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to the limited information available, a conclusive root cause could not be determined. However, the altered balloon profile following the rupture may have increased the likelihood of it catching on the distal end of the sheath tip during retrieval, contributing to the difficulty in withdrawing the delivery system. Based on the available information, procedural factors specifically the withdrawal of the burst balloon may have contributed to the complaint event. It is likely that additional pull force or device manipulation was applied to overcome the resistance, which may have led to the separation of the distal tip of the commander delivery system. As such, procedural factors (e.g., device manipulation) are considered likely contributors to the reported distal tip separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.